Manufacturer narrative:
Section e1: telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded monofocal intraocular lens (iol) is scheduled to be explanted in the patient's right eye due to a myopic result, and the patient experiencing fuzzy vision and hard to focus. The implant date reported as (B)(6) 2024. Through follow, it was learned that the explant was performed and that the iol was replaced by another johnson & johnson lens (same model and 21.0 diopter). The implant date was confirmed to be a typo and the correct date is (B)(6) 2023. There was no medical or surgical intervention required outside of the standard care. The patient is doing fine post-operatively. The explanted lens was discarded. No other information was provided.